Event description:
It was reported that the patient underwent a two-step revision surgery on (B)(6) 2021 due to a deep infection with staphylococcus epidermidis. The patient presented to the emergency room on (B)(6) 2021 with acute pain and severe swelling around the left knee joint. The infection was confirmed by a puncture. During the first step of the revision, all the components of the left knee tka system were replaced with vancomycin ¿ laden palacos spacers. The patient also underwent an antibiotic interval therapy. During the second step of the revision on (B)(6) 2021, the vancomycin ¿ laden palacos spacers were explanted and replaced with a tka legion system. A postoperative x-ray check showed evidence of a regular implant position of the left knee joint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of the first revision (2-stage) was due to a deep infection with s. Epidermidis and related symptoms; however, the mechanism of contamination which led to the deep infection could not be definitively concluded. The post-op ¿bleeding anemia¿ and subsequent transfusion was most likely due to the surgical procedure itself and does not reflect a component mal-performance. The assessed patient impact was the pain, swelling, infection, synovitis, aspirate, 2-stage revision, antibiotic therapy, blood loss anemia, and prbc transfusion. Further patient impact could not be assessed. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.